Manufacturer narrative:
No device deficiency that could have led to the report of char was found in returned device. The char occurred because the energy delivery recommendations in the instructions for use were not followed. No patient complication has been reported and no patient data was provided.

Event description:
A pulmonary vein isolation procedure to treat atrial fibrillation was successfully performed with all veins isolated and no patient complication. When the ablation catheter was removed, char was observed on the ablation catheter. Investigation determined the char was caused by not following the energy delivery recommendations in the instructions for use.